Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: sheath carving. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancement, the sheath carved and separated from the clip delivery tube. The device was removed from the patient anatomy and hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.